Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a continuous glucose monitoring (cgm) inaccuracy compared to the blood glucose (bg) meter. The sensor was inserted into the arm on (B)(6) 2017. Additional event or patient information is not available. No data was provided evaluation. Confirmation of the reported event of inaccurate cgm values could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the cgm system is not approved for other sites. If placed in other areas, the cgm system may not function properly.